Event description:
Any info about the vessel characteristics and the pt were not provided. The filter was intended to be placed near the renal vein. However, the filter was unstable and migrated to near the iliac vein. The diameter of the intended target site was more than 3cm. The filter was once withdrawn, and other new product was placed. The new filter was placed successfully and the procedure was completed without any pt injury. The product was stored and prep per (IFU) instruction for use. During insertion, all IFU guidelines were followed. The optease was use and prior to deployment, it was verified that the hook was caudal. Pre/post imaging was completed; however, films of the procedure were not available. The pt was not given any fluids, either orally or IV prior to the migration. There was no pt injury. No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.